Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4195 implantable pacing lead (B)(6) 2009, 6947 implantable tachy lead (B)(6) 2009, 5592 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported the right ventricular (rv) lead had a gradual rise in the pacing impedance over a three month period. A conductor fracture was suspected. The rv lead was capped and the pace/sense portion of a chronic defibrillation lead was plugged into the rv port. No patient complications have been reported as a result of this event.